Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1070 mg/dl and was found unconscious by neighbor; cause was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the intensive care unit with diabetic ketoacidosis. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.